Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-01680- device 2 of 2. E1: patient city:(B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced two infusion sets tubing detachment events on 20-jan-2025. The site of detachment was tubing from connector to reservoir. The insertion site was thigh. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-01680. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007406, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6007406 was packaging according to the work instruction (wi) version 79, in the machine multivac 12, on 28/may/2024, with a total of (B)(4) units. Assembly: the lot 4e04020 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 27/may/2024, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.